Event description:
The customer reported the device displayed pressure sensors failure and reported diagnostic codes that indicated a spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the unit was not in use on patient; therefore, there was no patient involvement or harm. The manufacturers field service engineer (fse) was unable to duplicate the reported problem. The fse reported review of the device diagnostic history noted codes as reported by the customer. The fse reported prior to service visit the customer had reseated all cables. Applicable final testing was performed per operating specifications.